Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their bite is not comfortable. Their top and bottom teeth are directly aligned with no overbite. Their left canine tooth hits on top of their bottom teeth. A gap has developed between their top right two teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.